Manufacturer narrative:
No definitive root cause was determined. The fe found a clot in the fluidics system, a corroded probe, and a crack in the wash station. The fe replaced the syringe, the wash station and the probe. The fe also performed preventative maintenance. Repairs have returned this analyzer to expected operation. No similar complaints have been logged since this incident. A clot in the probe or waste line can result in no dispense, dilution cup overflow and probe dripping. Probe drip can lead to contamination of the reagent vials. Dripping in the fluidics system is a symptom of a blockage in the waste line. The customer did not report an error message posted by the instrument. Product labeling cautions the customer not to use clotted samples. No similar complaints have been logged since this incident. Based upon the available info provue malfunction and user error cannot be ruled out as contributing factors.

Event description:
The customer reported that the ortho provue analyzer is not dispensing red cells.